Event description:
On (B)(4) 2012, customer reported fluid inside the modular chemistry (mc) reagent compartment area, of the lx20 pro instrument, and fluid on some of the closed tubes that had been loaded off the sample wheel. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a fibrin clot in mc sample probe wash collar drain valve. Fse removed the clot and re-installed the valve. Fse ran multiple primes with proper drainage and valve operation. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).